Manufacturer narrative:
(B)(4). Sample not available for evaluation. It was discarded by customer. Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported by the risk mgr into the complaint management dept that the intra aortic balloon (iab) was prepped per instruction. The sheath was inserted, and when the md was inserting the iab through the sheath, it became stuck. The md was able to withdraw the iab from the sheath, and insert a second iab through the same sheath without incident.